Event description:
Facility reported a blood leak alarm. They stated that there was no visual leak, machine was alarming but unable to clear the alarm, and chemstrips tested positive for blood. The patient lost 500 cc of blood, the circuit was discarded, and cbc was obtained. The patient is reported to be stable and sample is not being provided because they were unable to ship safely.

Manufacturer narrative:
Clinical investigation concluded that patient did not have a serious injury event and is in a stable condition. A device history record was extracted and device met requirements. Device was not returned to manufacturer and product investigation could not be performed. This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed to FDA regarding all potential adverse events received between (B)(4) 2011 to (B)(4) 2013.